Event description:
The patient had a feeding tube placed using the cortrak system. The tube was placed in the lung in error. Medications and tube feeding were administered through the tube prior to the discovery that the tube was in the chest cavity. Patient had a decline in respiratory status and became febrile. The tube was removed. Shortly after the patient's vital signs continued to decline and required a code blue resuscitation. The patients current status is unknown. No other information is available including the hospital name, product code and lot number.

Manufacturer narrative:
The cortrak feeding tube and placement tracings were not returned for evaluation. Without the device or placement tracings an investigation cannot be performed. Since the customer is not known no attempts to obtain information can be made. Both the reporter and the FDA were contacted by corpak in order to try and obtain additional information. Neither party could/would provide any additional information or the name of the user facility. It is unknown if the information that would have been provided by the cortrak was used by the clinician during tube placement, however, tube placement is dependent on the clinician and patient not the feeding tube itself.